Event description:
Event description guidant received information that at the implant procedure of this patient's pacemaker and ventricular lead in 2003, a cardiac perforation occurred. The patient went into a coma and two weeks post implant passed away.